Event description:
The customer reported that while transporting the patient to the helicopter, three 8100 devices alarmed error code 245.3020 as they were walking down to the helipad. This error code indicates that the safety clamp read in safe state (closed) when the sensor was unpowered and should have read in unsafe (open) state. In further discussion with the customer, it was stated that the error codes only occurred when transporting outside and during their testing phase they have gone to several areas inside and outside of the hospital and continue to find that the event only occurs at the helipad area. There was delay in the administration of vital medications, as well as a rapid decline in the patient's vital signs (actual numbers not reported). The customer also stated there will be no further information given regarding this event. Customer advocacy received a copy of the customer's sus voluntary event report from the cdrh which states, "situation during transport of a critically ill pt from the ed to the helipad, an alaris pump, with multiple channels running (7), suddenly displayed an error message that rendered the pump and all channels temporarily inoperable background upon exit from the building and closer to the helipad, the transporting staff members noted the alaris pump alarmed, issued an error code, and ceased delivering fluids I medications to the pt this error code couldn't be overridden while outside and due to the rapid decline in the pt's vital signs that were reliant on the drips that stopped infusing, staff members immediately returned the pt to the ed once inside the doors of the hosp, the pump was able to be returned off and back on but the channels needed to be restarted which delayed administration of vital medication the pump and channels were then replaced and upon exit from the ed, a second time the staff again noted that the pump issued the same error code and ceased to function the pt was transported again back to the ed lifeline uses baxter pumps because they need a pump with a higher g-force rating which allows the pump to operate in the event of a crash during transport the only time lifeline uses alaris pumps during helicopter transport is when the pt requires more than 4 channels in this situation, the medications were assessed, those medications necessary to sustain vitals were switched to the baxter pump and other medications were then planned to be given IV push as needed the pt was then successfully transported without further issue assessment the involved pumps I channels were sequestered and given to the biomediclinical engineering dept the engineer evaluated the error codes, performed extensive system testing, communicated with reps from bd I carefusion (the pump MFR), replaced parts as recommended by bd, and yet he was still able to recreate the issue under certain circumstances continued communication from a MFR rep indicated that what likely occurred was that as the pump was removed from the building, the reflection of sunlight off the ground near the helipad impacted a sensor lens on the pump causing the error codes and subsequent malfunction this occurrence is suspected to transpire only under very specific weather and reflection conditions, but has since been revealed as a known issue to the MFR and is related to the design of the pump, not to an equipment malfunction the MFR rep indicated that there is not currently a plan to redesign the pump as this equipment is generally used indoors and unlikely to frequently encounter direct sunlight however, they did not rule out a longer term re-design".

Manufacturer narrative:
Patient age and dob requested but not provided.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that while transporting the patient to the helicopter, three 8100 devices alarmed error code 245.3020 as they were walking down to the helipad. This error code indicates that the safety clamp read in safe state (closed) when the sensor was unpowered and should have read in unsafe (open) state. In further discussion with the customer, it was stated that the error codes only occurred when transporting outside and during their testing phase they have gone to several areas inside and outside of the hospital and continue to find that the event only occurs at the helipad area. There was delay in the administration of vital medications, as well as a rapid decline in the patient's vital signs (actual numbers not reported). The customer also stated there will be no further information given regarding this event. Customer advocacy received a copy of the customer's sus voluntary event report from the cdrh which states, "situation during transport of a critically ill pt from the ed to the helipad: an alaris pump, with multiple channels running (7), suddenly displayed an error message that rendered the pump and all channels temporarily inoperable. Background: upon exit from the building and closer to the helipad, the transporting staff members noted the alaris pump alarmed, issued an error code, and ceased delivering fluids and medications to the pt. This error code couldn't be overridden while outside and due to the rapid decline in the pt's vital signs that were reliant on the drips that stopped infusing, staff members immediately returned the pt to the ed. Once inside the doors of the hosp, the pump was able to be turned off and back on but the channels needed to be restarted which delayed administration of vital medication. The pump and channels were then replaced and upon exit from the ed, a second time the staff again noted that the pump issued the same error code and ceased to function. The pt was transported again back to the ed. (B)(4) uses baxter pumps because they need a pump with a higher g-force rating which allows the pump to operate in the event of a crash during transport. The only time (B)(4) uses alaris pumps during helicopter transport is when the pt requires more than 4 channels. In this situation, the medications were assessed, those medications necessary to sustain vitals were switched to the baxter pump and other medications were then planned to be given by IV push as needed. The pt was then successfully transported without further issue assessment. The involved pumps and channels were sequestered and given to the biomedi-clinical engineering dept. The engineer evaluated the error codes, performed extensive system testing, communicated with reps from bd I carefusion (the pump MFR), replaced parts as recommended by bd, and yet he was still able to recreate the issue under certain circumstances. Continued communication from a MFR rep indicated that what likely occurred was that as the pump was removed from the building, the reflection of sunlight off the ground near the helipad impacted a sensor lens on the pump causing the error codes and subsequent malfunction. This occurrence is suspected to transpire only under very specific weather and reflection conditions, but has since been revealed as a known issue to the MFR and is related to the design of the pump, not to an equipment malfunction. The MFR rep indicated that there is not currently a plan to redesign the pump as this equipment is generally used indoors and unlikely to frequently encounter direct sunlight; however, they did not rule out a longer term re-design."